Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead exhibited high impedance greater than 2500 ohms. The lead had inappropriate mode switching due to poor sensing. The atrial thresholds were programmed to max with intermittent capture. The physician programmed the device to vvi.